Event description:
It was reported that this patient underwent an ablation procedure due to flutter. The device was programmed to electrocautery protection mode. During the procedure, pacing inhibition was noted. Boston scientific technical services explained that this is expected behavior from the device, as pacing delivered when energy is detected on the leads may be pro-arrhythmic. No additional adverse patient effects were reported. The patient passed away some years after the incident and the device was returned for analysis.

Manufacturer narrative:
If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.

Manufacturer narrative:
If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.

Event description:
It was reported that this patient underwent an ablation procedure due to flutter. The device was programmed to electrocautery protection mode. During the procedure, pacing inhibition was noted. Boston scientific technical services explained that this is expected behavior from the device, as pacing delivered when energy is detected on the leads may be pro-arrhythmic. No additional adverse patient effects were reported. The device remains in service.